Event description:
It was reported that during a procedure an error was presented. The sales rep tried restarting the device, but it did not resolve the issue. Per the surgeon, he has been having issues with the device working. Multiple drills were tried. After looking at the connections it was discovered there were bent pins. The bent pins were straightened. Two different drills were tested and it seemed to work, however the surgeon ended up using his visionaire as a backup.